Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was having a colonoscopy today and they were told to turn the ins off. The caller said the patient felt a jolt after the caller confirmed the stim was off. It was confirmed that the patient was feeling the stimulation turning off and that it was not uncomfortable for the patient. No further complications were reported as a result of this event.